Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard ivtm xp console (sn: (B)(4)) displayed a mid: 09 error message upon powering on the device. According to the reporter, another system was used to continue and complete patient temperature management therapy. There was no known patient consequence reported.

Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician with the guidance of the zoll service technician. At the advice from the service technician, the biomed technician cleaned the air trap block sensors. According to the service technician, the reported issue of mid: 09 (air trap assembly) was resolved and the console was placed back into service. The customer has retained all service records on the console. There were no additional information provided. Subsequent to the cleaning, there were no further errors reported. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm console with serial number (B)(4).